Manufacturer narrative:
The nurse later reported that the network cable was not connected to the wall jack. Plugging the cable back in restored communication. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) went into communication loss after the sprinkler system went off in the facility.

Event description:
The nurse reported that the central nurse's station (cns) went into communication loss after the sprinkler system went off in the facility.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer nurse reported the facility experienced a power loss. The cns device did not loose power, however there was no network indicator lights on the back of the device. During the power loss at this facility, this device experienced communication loss. Customer nurse later reported the network cable was not connected to the wall jack. Once the nurse plugged the cable back in, communication was restored. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the root cause of the issue was due to cable being unplugged, causing communication loss. This is not a device malfunction but rather the loss of network connectivity to the device. Device was put into service on 4/23/2015. Service history shows this is an isolated event. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.